Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the internal battery was reported to be faulty. The internal li-ion battery was replaced to address the issue. Additional findings not related to the malfunction/issue: the motor blower was defective and was replaced.